Event description:
It was reported that a cartridge alarm occurred. Reportedly, the pump was within the allowable operating altitude range at the time of this alarm. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, customer loaded a new cartridge to resolve the issue. Ultimately, the customer reverted to an alternate method of insulin therapy.